Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo pen needle was difficult to operate. The following information was provided by the initial reporter: customer complaint # 54313 pt dexterity + arm/hand strength not able to apply hte amount of pressure needed to release needle resulting in needle not going in the skin and pt not receiving ordered insulin.

Event description:
It was reported that the bd autoshield¿ duo pen needle was difficult to operate. The following information was provided by the initial reporter: customer complaint # (B)(4) pt dexterity + arm/hand strength not able to apply hte amount of pressure needed to release needle resulting in needle not going in the skin and pt not receiving ordered insulin.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-aug-2023 . Customer returned (2) unopened 30g 5mm auto shield duo pen needles from the lot# 2251276. It was reported by the consumer that nurse administered insulin-needle did not release. Nurse unsure how much insulin was administered as liquid was pooled on patients skin post discharge. The returned sample visually examined and observed. Functionality test was performed, and no issues were observed with leakage and flow. No issues of any kind were observed on the returned samples. Hence customer should receive the right amount of dose. Therefore, embecta was not able to confirm the customer indicated issue. Based on the return samples, embecta was not able to confirm the customer indicated issue. Root cause cannot be determined as the issue is unconfirmed. H3 other text : see h10.